Event description:
As reported by the edwards clinical specialist, during a transfemoral tavr procedure the patient¿s abdominal aorta was ruptured. A 32mm coda balloon was inflated in the aorta and blood infusions started. A 23mm medtronic excluder graft and a 23x49 endurant stent graft were placed. The abdominal aortic perforation was attributed to the vessel¿s tortuosity. Per report, the vascular surgeon performed a cut down on the right common femoral artery, the dilators were advanced, and the physician proceeded to place 22fr edwards sheath; the abdominal aorta was very tortuous. Ten minutes into case the patient¿s blood pressure dropped to 64/30mmhg; this patient¿s baseline blood pressure was 122/74mmhg. Anesthesia was aware and noted the cuff pressure reading was 120 systolic. It was discussed that the sheath may have been up against the vessel wall causing a discrepancy. Also noted was that the patient needed fluids as the left ventricle was empty. The physician proceeded with the case, the patient¿s pressure then dropped to 60 systolic and hemoglobin dropped from 10gm/dl to 4gm/dl. An abdominal angiogram showed a perforation in the distal aorta. Also noted was a pericardial effusion on transesophageal echocardiogram. Pericardiocentesis was performed followed by a full sternotomy to control the bleeding and repair the right ventricular perforation. The patient remained stable and the physicians decided to proceed with transfemoral placement of the 23mm sapien valve. The valve was placed with no issues in the proper position and the patient was transferred to ccu. The right ventricle perforation was from the pacing lead.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. Vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. In this case the patient¿s access vessel diameter was adequate for the (22fr) sheath; 7.7mm. However as noted in the report, the abdominal aorta was described as very tortuous and the vessel tortuosity was cited as the possible cause for the vascular complication. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.